Event description:
It was reported that this patient' right shoulder was revised approximately 10 years 5 months post initial operation. The patient was revised due to glenoid loosening caused by poly wear and reported disassociation of the poly. The photos provided show a fracture of the center peg from the body of the polyethylene. All hardware was removed. There was some bone loss along the medial aspect of the which is visible on x-ray. The surgeon was able to remove the glenoid component by pulling it out with his hand. Patient still had an intact rotator cuff but had to be revised to a competitors reverse total shoulder. Patient was last known to be in stable condition following the event.

Manufacturer narrative:
H3: the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: a2, d1, d4, g4, h4. The following sections were corrected: h6.